Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log by the multiple presence of 'upstream occlusion!' Messages. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No causality was identified, and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.